Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced ineffective stimulation from the scs system. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2018.